Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency (rf) head was not working. Analysis indicated that the head had intermittent operation. It was also indicated that the head had internal contamination and therefore would be scrapped. (B)(4).

Event description:
It was reported that the radiofrequency head was not working properly. The head was returned for repair. The head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.